Event description:
It was reported that after removal of a pacemaker system, the patient was to be implanted with a cardiac resynchronization therapy defibrillator (crt-d) system. However, this left ventricular (lv) lead being implanted experienced loss of capture (loc). Given the physician could not find capture and because of the long operation time, the decision was made to give up on implanting the crt-d system, and a implantable cardioverter defibrillator (ICD) system was implanted instead. No adverse patient effects were reported.